Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV was not infusing correctly and when examined, a bulge in the silicone segment was found. There was no report of patient harm.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a bulge/balloon in the silicone segment was confirmed. A bulged silicone segment was observed on the silicone segment tubing, directly below the upper fitment. Functional and pressure testing was unable to replicate the ballooning. The root cause of ballooning silicone segment could not be determined.